Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned path and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver called abbott diabetes care on behalf (8-year-old child) of a customer who is receiving lower readings from the adc freestyle libre sensor in comparison to readings from a built-in meter. It was further reported customer experienced symptoms of nervousness and ¿darky¿ and was treated with insulin (dose/type unknown) by a non-hcp. No further treatment information was reported. The caller further reported these comparison readings obtained on an unspecified date: sensor readings of 68 mg/dl and 270 mg/dl compared to capillary results of ¿hi¿ (readings greater than 500 mg/dl) and 486 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver called abbott diabetes care on behalf ((B)(6)-year-old child) of a customer who is receiving lower readings from the adc freestyle libre sensor in comparison to readings from a built-in meter. It was further reported customer experienced symptoms of nervousness and ¿darky¿ and was treated with insulin (dose/type unknown) by a non-hcp. No further treatment information was reported. The caller further reported these comparison readings obtained on an unspecified date: sensor readings of 68 mg/dl and 270 mg/dl compared to capillary results of ¿hi¿ (readings greater than 500 mg/dl) and 486 mg/dl. There was no report of death or permanent impairment associated with this event.